Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident which is not within target range of glucose difference. Customer was trying to get some sleep but the pump keeps on beeping with lows while his bg is not low. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer was advised that sensor is being replaced and will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Adverse event has been updated to malfunction from serious injury.